Event description:
A remstar pro c-flex device was returned to a third-party service center for service. There was no previous report of device malfunction. There was no report of patient or user harm. During device evaluation, an issue related to the device's sound abatement foam was observed. Foam particles were observed inside the assembly. Additionally, insect infestation, tobacco contamination, dust/dirt, and other/unknown contamination were found. The third-party service center confirmed visible foam degradation in the device. The unit was scrapped per customer¿s request after device evaluation was completed.